Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (unknown concentration at 1120.8 mcg/day) and bupivacaine (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that the patient was hospitalized on (B)(6) 2022 for a fall and hypertensive crisis. The hcp stated that today ((B)(6) 2022) the patient was getting ready to be discharged the patient seemed too sedated. The hcp reviewed the ptm dosing report and ptm technical report. Of note, the patient had a catheter surgery done on (B)(6) 2022 and the pump status was checked during the hospital stay. The hcp additionally noted that the patient had also been receiving oral oxycodone at the hospital.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.